Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that fifteen minutes after intubating the patient, an air leak was observed from a portex® tracheal tube. The user then attempted to fill the device again, but an air leak occurred again. The tracheal tube was removed from the patient. No permanent injury was reported.

Manufacturer narrative:
One portex® clear pvc, oral/nasal, soft seal® cuff tracheal tube was received for analysis. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No defect was found in the sample. The cuff was inflated using a syringe. Then the product was submerged under water in order to detect any leakage. No discrepancies were found. A review of the manufacturing and quality inspection processes were reviewed and considered adequate and correct. In order to verify that there are no situations or practices that could create/generate the event, an audit of the production floor was conducted. Thirty-two samples were reviewed on the production line. No discrepancies or leaks were found. The failure mode was determined to be "no fault found". No root cause was determined as no fault was found.